Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. System software was evaluated and determined to be the issue. The system was rebooted, tested and found to be working as intended and put back into service.